Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced elevated blood glucose (bg) of 500 mg/dl associated with an intermittent power issue. There were no reported signs or symptoms of hyperglycemia and the patient reportedly remained on the pump. During troubleshooting it was noted that the power issue was occurring during or immediately after a battery change. The reporter was instructed to insert a new battery from a new pack and the pump powered on appropriately. Troubleshooting determined that the alleged intermittent power issue was likely due to use of incorrect battery type or use of a partially discharged battery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error resulting in an intermittent power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 14 sep 2017 with the following findings: review of the black box revealed the data from the date of the alleged issue had been overwritten due to continued patient use. Available black box data revealed records of power on reset prior to battery change. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap in place, the pump powered on; however, further exercising of the pump was not able to be performed as part of the investigation due to an unrelated pump issue. Investigation of the intermittent power allegation was not able to be completed because the pump was received in a condition that prevented investigation of the complaint.